Event description:
It was reported that about a month after implant the patient's pump and catheter were removed due to an infection; date of onset/diagnosis of infection was 2008. The patient had received perioperative antibiotics. The patient also developed redness, swelling, drainage, incisional wound opening and pain. The primary location of the infection was the device pocket, the patient did not have meningitis. A culture of the device pocket was obtained and staphylococcus was isolated. The treatment included both oral and IV antibiotics and the infection resolved. No drug withdrawal was reported; the patient's pump contained dilaudid, bupivacaine and clonidine. Drug concentration and dosage information was not provided.